Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient heard the pump alarm on (B)(6) 2012, and found a motor stall error when checking the pump with the personal therapy manager (ptm). The patient had just had a refill the week prior. The patient did have access to oral meds so the healthcare provider did not believe the patient would experience withdrawal. Later, telemetry did confirm a motor stall, however the cause was unknown. Exposure to electromagnetic interference was denied. At the time of the stall, the patient was watching tv. The motor stall occurred on (B)(6) 2012 and stalled for 12-13 hours before recovering on (B)(6) 2012. The patient did have a return of pain symptoms around the time of the stall and started to feel better around the time of the recovery. It was then later reported another stall occurred. The pump was interrogated on (B)(6) 2012 and there was another motor stall (B)(6) 2012, this time without recovery. Patient had been taking oral pain meds and symptoms improved. Reporter stated that patient was a little "drunk" but not going thru withdrawal. Unclear what the specific symptom was. Due to motor stall again on (B)(6) 2012, the healthcare provider (hcp) decided to do a pump replacement procedure on (B)(6) 2012. The patient subsequently recovered without sequelae. The medications in the pump were fentanyl, neurontin and baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), programmer, patient, product ID 8832, serial# (B)(4), product type programmer, patient, product ID 8711, lot# j11512r12, implanted: 2003 (B)(6), product type catheter, product ID 8709, lot# l78001, implanted : 2000 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4): analysis of the pump revealed motor/gear train anomaly/corrosion and-or wear and-or lack of lubrication. Significant residue was observed on lower gear shaft of gear two and some residue on the bottom bridge assembly where the lower shaft of gear two inserts into the jewel of the bottom bridge. A segment of catheter model 8709 was returned; analysis of the same revealed acceptable testing results.